Event description:
Healthcare professional reported right side discomfort, fluid around the prosthesis, rupture and reactive lymph node. Healthcare professional later reported capsular contracture, baker grade iii. Patient later reported "deformity". Patient treated with predsin and diprospan. The device remains implanted.

Manufacturer narrative:
Continued section e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma, lymphadenopathy, and capsular contracture, baker grade iii.